Event description:
Patient presented with excessive bruising and fluid around the ipg site. Physician aspirated fluid from the ipg pocket, applied pressure dressing, and prescribed antibiotics. This resolved the issue